Event description:
The hospital reported to a maquet sales rep by phone message on 3/19/09, "during an endoscopic vein harvesting procedure earlier this week, a patient had a co2 embolism, which resulted in death." A maquet field clinical rep visited the hospital on in 2009. The hospital stated, "at this time this incident is not considered a product failure. The nurse practitioner harvested the vein from the left leg, but it appeared small, so began harvesting from the right leg. The co2 tank was emptied during the left lower extremity harvest and was replaced. Staff does not remember the settings and no one was able to confirm the settings for insufflation, nor was it documented. The incident occurred after entering the right lower extremity with the dissector. There was an unusual amount of bleeding coming from the right lower extremity. The harvester attempted to continue despite the bleeding. The patient's hemodynamics began to deteriorate and they put the patient on bypass. In opening the right atrium for venous cannulation, staff noticed bubbling from the right atrium. The surgeon put the patient in trendelenburg, discontinued the vein harvest, put the patient on bypass and continued with the surgery. Vein from left leg was taken out with scope and bridging. Patient received 3 bypasses. The patient was awake the following day. The patient during post op day one and two, began to deteriorate and expired post op day 2".

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed, because the lot number was not provided by the hospital.